Event description:
It was reported that during device change out due to normal eri, decreased sensing was observed. Upon inspection of the lead in the pocket area, an insulation abrasion was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 15.4cm was returned for analysis. External insulation abrasions were found at 12.0cm to 12.3cm and 12.8cm to 13.1cm from the connector pin consistent with friction to the ICD can. The etfe coating was intact at these locations.